Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump fell and the screen has black through it. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the pump. The customer was advised the device would have to be replaced and returned for analysis.